Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/28/2022, it was reported by a sales representative via email that an a patient underwent a reverse modular shoulder procedure on (B)(6) 2020. During this procedure an ar-9501-13s apex humeral stem, an ar-9502f-39lcpc suture cup, an ar-9503m-03 humeral insert, an ar-9560-28-4 modular baseplate, an ar-9561-35s central screw, an ar-9563-36 peripheral locking screw, an ar-9563-40 peripheral locking screw, and an ar-9564-2839-lat glenosphere, were successfully implanted. Two years later, on (B)(6) 2022, patient underwent a revision reverse total shoulder procedure because the central and peripheral screws broke off the baseplate. Additional information received on 9/30/2022: during revision surgery on (B)(6) 2022, an ar-9560-28-4 modular baseplate, an ar-9561-35s central screw, an ar-9563-36 peripheral locking screw, and ar-9563-40 peripheral locking screw, and an ar-9564-2839-lat glenosphere were removed. Procedure was completed by implanting an ar-9502-39arca univers revers ca humeral head adapter from lot number 18.00756 and an ar-9550-19rca univers revers ca humeral head from lot number 10248799 were implanted.

Manufacturer narrative:
Visual inspection found that all three screws are broken in half with the two ar-9563 screws returned without the missing pieces and the ar-9561-35s was fully returned. Possible causes include trauma to the patient. Complaint was confirmed.